Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
On august 12th, 2021, tandem diabetes care was informed of an update regarding the customer's pump serial number: the correct pump serial number should be (B)(6). The pump is out of warranty and therefore will not be returning to tandem for investigation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.